Manufacturer narrative:
(B)(4). Date of event only event year known: 2023. Batch # x95l6t. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the surgical procedure? What were the indications for surgery? What is the surgeon¿s experience with the pve35a device? What vessel was being firing upon? What was the approximate width of the compressed vessel? Did the surgeon wait 15 seconds prior to firing? Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Were there any clips used in the procedure prior to the stapler firing? Was there any evidence of staples on either side of the cut line? Was there calcification of tissue that impeded clamping or stapling? What was the total estimated blood loss (ml)? How much blood was transfused? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Was there calcification of tissue that impeded clamping or cutting? Were there any pre-exiting patient conditions? Did the device fully cut and fully staple? What is meant by the vessel was reported by surgeon to be torn? Where was the tear in relation to any staple lines that may have been delivered? Are there any photos or video available of the procedure and or device? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the stapler fired and when opened camera went red. Patient required transfusions. Chest cavity opened. Case completed open. Vessel was reported by surgeon to be torn.

Manufacturer narrative:
(B)(4). Date sent: 4/18/2023. D4: batch # 924a85. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage, with a tyvek, and with three vasecr35 reloads present. The reload (b) was received with no apparent damage and fully fired. The reloads (c and d) were received fully fired. Upon evaluation of the reloads c and d, were noted some hairline cracks and reload deck displacement. No damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what caused the damage to the reload. A manufacturing record evaluation was performed for the finished device batch number 924a85, and no non-conformances were identified. H10 batch # 924a85.